Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the wire (that comes with the sheath) started to unravel when the physician was torqueing it in the radial artery. The wire was removed and there was no injury to patient. The patient was reported to be in good condition. The procedure outcome was good. It is unknown if any other devices or equipment was used with the glidesheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and update. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 0.021" guidewire was returned for evaluation in two pieces. No other accessory components were returned. Visual inspection revealed that the core guidewire had been severed into two pieces. The section containing the distal end measured 0.8945". The coils on this portion had unraveled. The unraveled coils tethered the two separate pieces of the guidewire. Microscopic inspection of the unraveled sections and points of fracture revealed that the fractured point appeared cut. There is no evidence that this event was related to a device defect or malfunction. Based on the event description, the guidewire broke when the physician torqued the guidewire.